Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that the pta balloon would not deflate following the second inflation to 22atm in a tips stent. The health care provider reported that a subcutaneous needle was used to percutaneously puncture the balloon. There was no known impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection: the device was returned with its product packaging and labeling. Kinks were noted throughout length of balloon. However, after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks in the catheter. No kinks were reported by the user. No other anomalies were observed to the catheter. Functional/performance evaluation: the patency of the guidewire lumen was tested and passed without issue. An inflation device was used to try and inflate the balloon. The balloon was unable to inflate. The balloon was then fully deflated. The balloon was stripped and cut at the proximal cone to examine the inflation/deflation ports and the location of the glue bullet. After opening the balloon, no anomalies were noted to the inflation/deflation ports. A pinhole rupture from the reported needle stick was identified 2.2cm from distal tip. Medical records & image/photo review: no medical records or images/photos were provided for review. Conclusion: the complaint investigation is inconclusive for deflation issues as full functional testing could not be completed due to the condition in which the sample was returned (i.e. Needle stick). Based on the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Additionally, precautions and specific directions for use of the conquest pta dilatation catheter are included in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.